Event description:
Healthcare professional left side "deflation". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed assessed 1 opening as unidentified (tear) opening. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional left side "deflation". Device has been explanted and replaced.